Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that patient was getting a poor communication screen on the patient programmer (pp). The patient reported that they were getting poor communication on the patient programmer and it was noted that the patient had not used the pp since may. The patient had a return of symptoms and it was indicated that the change in therapy/symptoms was sudden. The patient was advised to follow up with their healthcare professional (hcp) as the implantable neurostimulator (ins) was likely at end of service (eos). No further complications were reported or were expected.